Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inability of the door to latch was confirmed and evaluation was able to reproduce a door not fully latched alarm. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump's door would not latch. It was also reported there was no patient involvement.